Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the transmitter didn't blink when it was connected to the sensor. Customer removed the sensor and noticed the electrode was missing. Customer's blood glucose was 145 mg/dl. Customer agreed to replace the sensor.